Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/t s/su barrel cracked. The following information was provided by the initial reporter: we are having problems with the 5 ml syringes. They have a defect that prevents them from fitting correctly with the needle and air gets in. I can send photo samples of the syringe with the defect and the batch number. Add info received on 25 june 2025. - the syringe does not fit properly onto the needle, allowing air to enter instead of blood. The sample taken is insufficient and has to be re-extracted. Furthermore, when the needle is removed from the vein, air enters the syringe and blood spills out, leaving us in a very bad position with the patient. - attached are photo samples of the syringe defect, which is a plastic line protruding from the syringe where the needle is inserted. - so far, this has happened three times with patients, and twice we detected it before the puncture and discarded the syringe (we make it a rule to check the syringes before assembling the needle to avoid major problems with the patient). - all the problems occurred this month. - we discarded the syringes, but we can keep the next one with this defect without using it (if there are photo samples). Add info received on 02 july 2025. Yesterday we found again the failure in a syringe, we did not use it because we take as a rule to control before assembling the needle, but in the 3 cases that we used the syringe and air entered because of this manufacturing fault when removing the needle blood begins to spill due to lack of vacuum, causing both the patient's arm, the armrest and the floor to be soiled with blood, putting at risk the confidence of the patient with respect to the extraction and way of working. The precise date of the incidents with the patients I do not remember, but they were all syringes of the same lot, during the month of june and with 3 different patients and of which we had to re-draw blood from one of them due to the scarce sample (the syringe with the failure loads less than half of the volume). Yes, yesterday, july 1st, we found the fault and kept the syringe unused.

Manufacturer narrative:
After a detailed analysis of the batch history (DHR) and quality notifications, we confirm that no significant deviations were identified for this batch. However, a maintenance event was recorded that may be related to the reported incident. According to maintenance order no. (B)(4), there was a jam in the cylinder conveyor, which may have caused the scratch observed on the cylinder. The photo provided was reviewed, and based on the evidence, we confirm the complaint. As recorded, the tensioner was adjusted, and the conveyor was unblocked to restore normal operation. We emphasize that automatic leak tests and visual inspections are performed every 2 hours during the assembly process. Nevertheless, the defect was not identified during the sampling inspection. All our production processes are validated according to strict acceptance criteria. The reported incident will be monitored for future trend evaluation. As this occurrence is within the acceptable quality limit (aql) for the batch, no additional corrective or preventive actions are required at this time.

Event description:
No additional information provided.